Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports will be submitted unless additional information received indicates a reportable event. This device is not marketed in the us and it not similar to device marketed in the us. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports will be submitted unless additional information received indicates a reportable event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the solitaire ab revascularization device was returned for analysis within a shipping box and within a sealed biohazard-pouch. The rebar-27 catheter used during the event was not returned for analysis. Visual inspection/damage location details: the rebar-27 micro catheter used in the event was not returned; therefore, any contributing factors could not be assessed. The inner diameter (ID) of the rebar-27 microcatheter was found to have a minimum ID of 0.026¿. Per solitaire ab instructions for use (IFU): ¿solitaire¿ ab sizes sab-6-xx (all lengths) should be introduced only by means of 0.027inch microcatheter inner diameter.¿. Therefore, the rebar micro catheter was found to be non-compatible for use with the solitaire ab. No bends or kinks were found with the solitaire push wire. The marker coil was found to be intact. The stent non-working (tear drop) length struts were found to be broken at detachment zone. The glue domes were found to be damaged. The solitaire stent was not returned. Testing/analysis (including sem reports): the solitaire ab broken end was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken end. Per the sem analysis report, fatigue cracking initiated from the wire surface for both strut ends. The rest failed via overload. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿push wire break/separation¿ was confirmed as the stent struts were found to be broken. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed as the push wire was found to be broken. Therefore, the device could not be used for resistance testing. Resistance can be caused by compatibility, lack of continuous flush or extremely tortuous anatomy. Based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was confirmed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire ab (sab) that had resistance during delivery in the rebar 27 microcatheter and was observed to be damaged. The patient was undergoing an interventional thrombectomy procedure. Vessel tortuosity was moderate. It was reported that the sab and any accessory device used were prepared as indicated in the instructions for use (IFU). During the procedure, the sab stent was advanced against significant resistance until it could not be pushed further. After pulling the sab out of the microcatheter, it was found that the stent was bent and could not be used. I was also noted that the distal end of the sab push wire was damaged or broken; the entire device and all pieces were removed from the patient's body together in the microcatheter. The sab was replaced with another of the same model to complete the surgery without further issue. There was no harm or injury to the patient.